Event description:
The user facility reported that the run through wire fractured. The wire got trapped in a fractured stent balloon, and approximately 6-8 centimeters of the wire broke off in the vessel. The wire was unable to be retrieved. The failure of the wire did not cause the breakage, however it broke and was left in the patient's body. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention involved. Additional information was received on b)(6) 2022: the procedure performed was a percutaneous coronary intervention (pci). The stent balloon was not a terumo product.

Manufacturer narrative:
Lot number: requested, unknown expiration date: unknown due to unknown lot number UDI: unknown due to unknown lot number, di no.:(B)(4). Implanted date: device was not implanted explanted date: device was not explanted occupation: manager cardiac cath lab device manufacture date: unknown due to unknown lot number (B)(4). The actual device was not returned for evaluation. Since the lot number involved was unknown, review of manufacturing records or the shipping inspection records could not be performed. Since the lot number involved was unknown, a search of the complaint record could not be performed. Regarding the product code involved, the trend for the past three years in the breakage strength of the tip, which is one of the shipping inspections items, was reviewed. No anomaly or peculiar change was observed. Based on the simulation test results we have conducted in the past; it is known that a break in the wire may occur due to the following mechanisms. Factory-retained runthrough ns guidewire test samples (test samples) were trapped at the distal section and subjected to one of the loads described below. In all cases, the niti core wire under the platinum coil section was broken, and electron microscopic inspection of the broken section of the niti-core wire obtained the following result. Apply pulling load in one direction revealed: I) the broken end of the niti-core wire was deformed in tapered shape; ii) the broken section was oblique and dimple pattern was observed on the broken surface. Apply bending load repeatedly revealed that the broken end of the niti-core wire was curved, and a dimple pattern was observed on the broken surface. Apply pulling load to the test sample kept in a loop shape revealed: I) the broken end of the niti-core wire was curved and deformed in tapered shape; ii) torsional deformity was observed on the broken surface. Apply one-way torque load revealed: I) the broken end of the niti-core wire was twisted; ii) after the niti-core wire was broken, the test samples were subjected to withdrawal manipulation, the platinum coils became unraveled and elongated, and when the withdrawal manipulation was continued, the platinum coils became broken off. As one of possible causes of this complaint, the following mechanism was presumed based on the investigation result. With no actual sample available for evaluation, however, the definite cause of occurrence could not be determined. The distal end of the actual sample was trapped due to some factors. The actual sample in that state was subjected to one of the loads testing's. As a result, the niti core wire under the platinum coil section was broken off. When the actual sample was exposed to withdrawal manipulation, the platinum coil was unraveled and elongated. When the actual sample was pulled further, the platinum coil was broken off. Ashitaka factory assures the quality of this product through extensive inspection and control including the followings. I) 100% visual inspection after the coils and niti core wire fixing process to assure no deformity in the coil segments. Ii) 100% outside diameter determination after the assembling process. Iii) in the manufacturing process, 100% distal tip tensile strength test is performed to assure there is no anomaly in the product strength. IV) in the shipping inspection, distal tip tensile strength test is performed on a sampling basis per product code/lot. For your reference, the IFU for this product has the instruction as follows. "If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Please see MDR 2243441-2022-00010 for the importer report on this reported event. (B)(4).